Manufacturer narrative:
The calibration signals before and after the issue occurred are within expectations. The precicontrol universal recovery of 17-may-2018 is within specified range a general reagent issue could be excluded based on calibration and control data. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg test system result for one patient sample from the cobas e 411 immunoassay analyzer. The initial result was 3.65 miu/ml with a data flag. This result was reported outside of the laboratory and was questioned by the doctor. On (B)(6) 2018, the repeat result was >10000 miu/ml with a data flag. The repeat result on another analyzer with a 1:50 dilution was 9241 miu/ml with a data flag. There was no allegation of an adverse event. The reagent lot number was 248675. The expiration date was requested but was not provided. The field service representative found the photomultiplier voltage was low which he adjusted. He ran performance testing, calibration, and qc which passed.